Event description:
Procedure: unk. Reportedly, the instrument would not open. It was removed from the surgical cavity, cleaned, and reapplied and once again, it still would not release off the tissue properly. There were no adverse tissue affects or pt injuries reported.